Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead exhibited noise. A low pacing lead impedance was also observed.